Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak on the right side of the coulter lh 780 slidemaker hematology analyzer. The leak was associated with the pinch valve (pv) which leaked fluid into the right tray. There was no exposure to skin, eyes, open lesions or mucous membranes. No medical treatment was sought by the operator.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the corresponding tubing. The fse noticed that when the needle bellows collapses the aspiration line is crimped. The fse replaced the tubing and then verified the instruments operation. The root cause can be attributed to crimped tubing associated with the pv on the right side of the instrument that was replaced during instrument servicing.